Event description:
The customer reported approximately 5 milliliters of clenz and diluent mixture leaked inside the dxh analyzer during a flush flow cell procedure. The leak was contained. The customer also reported the low angular light scatter (lals) was recovering low on the latron control. No erroneous results were generated for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak from a loose quick disconnect (qd) on manifold (mf204) port 7. The fse tightened the qd resolving the leak. (B)(4).